Event description:
Found maude report stating that the 840 ventilator stopped cycling while in use on a patient. It is unknown if the patient was injured or harm. No ventilator serial number nor customer information.